Event description:
Tear to the svc occurred while extracting a linox sd60/16 #350053 lead using a 16f gl laser sheath and a teflon outer sheath. There were no product complaints. Per the physician during the intervention for the svc tear one lld was removed with the rv lead. Lld for ra lead cut and capped. Svc repaired however, pt. Expired (B)(6) 2016. Concomitant device report for glidelight #1721279-2016-00038.

Manufacturer narrative:
B1): corrected to adverse event and product problem. B2): outcomes now reflected as "other" since lld was cut and capped, instead of "death" (captured in the initial MDR). G3): manufacturer became aware of the need for supplemental correction MDR on 12 aug 2021. H1): type of reportable event corrected to "serious injury". H3): the device was discarded, thus no investigation could be completed. H6): archived device code 2887 corrected to 2993. Archived patient code 2001 corrected to 3165. Postmarket surveillance performed a record review and discovered that two MDR''s (1721279-2016-00038 and 1721279-2016-00043) were submitted for "death" for the same patient. This duplicated the patient''s death, which trended more deaths than actually occurred. This supplemental MDR is being submitted to change "death" to "injury", accurately reflecting the event and avoiding "death" duplication. MDR #1721279-2016-00038 will remain unchanged.